Event description:
Additional information received via email. No patient involvement was reported.

Manufacturer narrative:
Other text: b5; d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health effects and evaluation codes: updated. One device was received. Visual inspection noted the device had scratched lens. No evidence of the complaint was found in the device event history log to review. The functional test showed that the air detector does not show that it passes. The complaint was confirmed. The root cause was the air detector. It was unknown what caused the failure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended to the customer that the air detector be replaced.

Event description:
It was reported the device exhibited air in line. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.